Manufacturer narrative:
No complaint was received with the return of the device. As received, a complete lead was returned in two pieces. Failure event observed during analysis. Final analysis revealed two abrasions on the external insulation that penetrated the optim sheath. The abrasions were likely caused by friction against the device can.

Event description:
This report is to advise of an event observed during analysis.